Manufacturer narrative:
The device was returned due to a signal issue. Electrodes 2-3 were displaced and flared. In addition, electrodes 2-3 read as an open circuit. Dissection revealed conductor wires 2-3 had been fractured proximal to the weld joint, consistent with the damage, open circuit detected and the reported signal issue. Electrodes 1,and 4-16 display acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wires and flared electrodes are consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis, confirming a flared electrode on the device.